Event description:
The reporter stated the tech was preparing to load an aq2015a silicone aspheric three piece lens and noted a deformity in the lens. There was no pt contact. The reporter stated one haptic was bent and the lens was received that way. Another same model lens was implanted.

Manufacturer narrative:
(B) (4): eval results (other): visual inspection of the returned product found one haptic bent. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval. (B) (4)